Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose reading, blank display, battery out limit and low battery alert. Customer's blood glucose value was 512 mg/dl. Customer treated with manual injection. The customer stated that the pump counted down and then shut off. The customer stated that the battery was upside down. The product was not returned for analysis.